Event description:
It was reported that an angio-seal device was deployed in the pt's right femoral artery in 1998. The device was surgically removed approximately one week later. In 1998, a below the knee amputation was performed, followed by an above the knee amputation in 1998. The pt remained hospitalized until 8/21/98. No further info is available at this time. Should add'l info become available, a supplemental medwatch report will be submitted.